Event description:
It was reported that there was an over infusion of an unspecified medication. The clinician indicated there was an unspecified hardware issue. There was no information on patient involvement. Although requested, the customer was not able to provide additional details.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.